Event description:
It was reported p-wave oversensing was observed during implant. The device was returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of cross talk was confirmed in the laboratory via review of session records. The device was tested on the bench and using automated test equipment and no anomaly was detected. Cross talk could not be reproduced in the laboratory. The cause of the field event of cross talk could not be determined.